Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of 'having problems with the pacemaker.' The patient stated they went to the emergency room (ER), where it was found that the device sensor was not working. The device was reprogrammed, and is still in use. No patient complications have been reported as a result of this event.